Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The pump was programmed to deliver lioresal (2000 mcg/ml at 96 mcg/day) via an implantable pump. The pump's indications for use (ifus) were listed as multiple sclerosis and intractable spasticity. The patient's pertinent medical history included spastic paraparesis. The patient was allergic to sulfa. The pump had flipped multiple times, could not be accessed, and the catheter was twisted. An x-ray was performed and the pump appeared flipped; pump access was attempted and pump flip was confirmed. When asked for the cause of the pump flip, a hcp noted "perhaps contributing was lack of tie down sutures seen, but may be patient -intentional." The patient experienced increased spasticity. The patient went to the emergency department on (B)(6) 2015 with tremors and itching. The patient was unaware the pump had flipped and reported increased tone in (B)(6) 2015. The pump and catheter were replaced on (B)(6) 2015. The pump flip was resolved by anchoring the pump securely and the catheter twisting was resolved by replacing the catheter. It was initially reported that the patient was "alive - with injury" and then later reported that the patient was doing well. The lioresal lot number was requested, but not provided. If additional information is received, a follow-up report will be sent.